Manufacturer narrative:
The investigation determined that a higher than expected vitros phenobarbital (phbr) result was obtained from a single college of american pathologists (cap) proficiency survey sample when processed using vitros phbr slide lot 2511-0107-8229 on a vitros xt 7600 integrated system. The assignable cause of the event was a suboptimal calibration; however, the cause of the suboptimal calibration could not be determined. Calibration responses and parameters were atypical when compared to expected responses and parameters. In addition, the acceptable vitros phbr results obtained from three of the four cap samples were at the high end of the acceptable range, and historic quality control results obtained from one of two levels of vitros therapeutic drug monitoring performance verifier fluids were high outside the established vitros range of means. An instrument-related performance issue did not likely contribute to the event as acceptable vitros phbr performance was obtained using an alternate vitros phbr slide lot without performing any actions to optimize the vitros xt 7600 system. In addition, the results of diagnostic vitros crbm precision testing, used to assess instrument performance, were within acceptable guidelines. However, as the precision testing was not performed within the timeframe of the event, a transient issue with the vitros xt 7600 system cannot be entirely rule out as a contributor of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phbr slide lot 2511-0107-8229.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros phenobarbital (phbr) result was obtained from a single college of american pathologists (cap) proficiency survey sample when processed using vitros phbr slide lot 2511-0107-8229 on a vitros xt 7600 integrated system. Proficiency sample chm-05 result of 32.0 vs. The cap peer target 25.97 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros phbr result was obtained from a non-patient proficiency sample. No vitros phbr patient results have been questioned by the customer and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).